Event description:
It was reported that a patient with an (B)(6) device, duran ancore ring, implanted in the mitral position underwent a valve-in-ring procedure. The procedure was performed with a 29 mm 9755rsl sapien 3 resilia transcatheter valve. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).